Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a small incision for laparoscopic hysterectomy (while the insufflation from the subject device was stopped), a beeping sound was heard and the power of the subject device was turned off (it might be the front panel display was disappeared). The user cycled the power of the subject device for three times and the subject device was able to start, so the user used the subject device as it was and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc. Omsc checked the subject device and found following. The subject device was turned on and insufflation was activated, there was no abnormality. However after a while, the front panel of the subject device was turned off and alarm occurred (the reported phenomenon was duplicated). The main circuit board was replaced to another one, the issue was resolved. The error e03 had been logged. It was confirmed the failure of the main circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from investigation result, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the main circuit board could not be conclusively determined. However, omsc presumed that the failure of the main circuit board might be attributed to an accidental failure. If additional information becomes available, this report will be supplemented.